Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited undefined high pacing impedance, oversensing/noise, and increased short v-v episodes. A fracture of the rv lead was suspected. The rv was capped and replaced. No patient complications have been reported as a result of this event.